Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that a device restart (warmstart) occurred during patient ventilation at night ((B)(6) 2018 to (B)(6) 2018). After the restart, the device continued to ventilate with the previous settings. No patient consequences reported.

Manufacturer narrative:
The log file of the device was available for analysis by the manufacturer. The log entries show that on (B)(4) 2018 at 11:29 pm the device has performed a singular warm start. The logged error code at that time indicates a deviation of an electronic component (flash-eeprom) in the control panel of the device. This was detected by the internal safety software of the device as specified and a warmstart was initiated to solve the deviation. During a warmstart, the device opens the airway system to allow for spontaneous breathing. This process is accompanied by an acoustic alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest parameters. According to log file recordings, the device was then turned off by the user at 11:30 pm.

Event description:
Please refer to the initial-report